Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported that following an unrelated procedure below the PICC line, the patient experienced tenderness and discomfort along the antecubital fossa. After assessment, the PICC line was measured and identified to be 30 cm from the exit site to nfad (¿long for a PICC line¿). The IV nurse was unable to flush the PICC line and there appeared to be bulging and leaking above the clamp. The line was removed and another PICC line placed.